Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the tubing. The patient has also alleged to experiencing a bad cough. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging white particles were coming through the tubing, which was leading to a bad cough. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The manufacturer used a known good power supply and power cable and verified that the base unit provided airflow. During the exterior investigation, there was unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. During the interior investigation, there were mineral deposits present on the motor casing, suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. There was one continue-level error found in the error log. A keratin-like substance was observed around the blower box outlet. The unknown dust/dirt contamination and fibers were found on the blower casing/impeller and blower box. The presence of contamination throughout the airpath suggests a source external to the device. Mineral spots consistent with water ingress were found on the motor casing.  The manufacturer concludes there was no evidence of sound abatement foam degradation.